Manufacturer narrative:
Product complaint # (B)(4). The root cause of the injury was unable to be determined due to insufficient clinical details. Correction :the investigation results were inadvertently left out in the previous report which has been added to this report.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp experienced atrial fibrillation with rapid ventricular response. An amiodarone drip and second bolus were administered but were ineffective in slowing the heart rate. The patient was successfully cardioverted. After the patient was transferred to another facility, doppler pulses in the right leg were lost. An arterial ultrasound was performed and the patient was treated with an external fem bypass. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
The customer's device was not returned for investigation. The pump passed all the post sterile inspection checks.